Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, determined that the database was bloated due to the missing update 6 during the device upgrade to version 1.7.4. A technical support specialist (tss) applied a temporary fix from the knowledge article to resolve the issue which was caused by a code flaw in the maintenance service software, which doesn¿t skip a row on failure like it should. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unexpected service operation error was displayed, indicating that disk space needed to be created by deleting files. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.